Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on the anterior side assessed as surgical damage. Additional observations: wear abrasion observed on the device.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.